Event description:
Boston scientific received information that this pulse generator (pg) displayed noise on the right ventricular (rv) lead. The physician decided to perform a lead revision procedure as well as an upgrade to a bi-ventricular pg. Upon removing the device from the pocket, the header was found to be partially detached from can. The device was explanted. A request for the return of the device has been made. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type. Microscopic visual inspection noted electrocautery marks in the device casing and tool marks on the device header surface. The v- seal plug was torn and body fluid contamination was seen in its connector block. All setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing. Analysis testing could not confirm the reported noise or oversensing but damage in the v- seal plug may have contributed to the noise issue.

Event description:
The device was returned for analysis.